Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that customer has 2 children on insulin pumps. One kid's insulin pump is having reservoir problems and the insulin pump won't give kid a bolus. The customer rewinds the pump and that would fix it. The customer stated he was on the phone with someone else but hung up because he was frustrated with troubleshooting. The customer reported that the drive support cap is further into the pump than what it normally is supposed to be. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test. Insulin pump received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform prime alarm test, force sensor test, excessive no delivery test and occlusion test due to motor error alarm.